Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a hahn implant failed. There was no known impact or consequence to patient. Additional information has not been provided by the reporter.

Manufacturer narrative:
Correction/addition information: section b: b5: the description has been update to reflect information that was received after the initial submission. This update was omitted from the supplemental submission.

Event description:
It was reported that a hahn tapered implant failed. The patient has bone type ii. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2017 for primary placement on tooth #28. On (B)(6) 2017 the patient presented with swelling. Upon examination the provider notes swelling in the gingival and infection. The implant failed to osseointegrate and the device was removed.

Manufacturer narrative:
Additional information: section a a3: patient's sex was added as the information was not available prior to initial submission. Section b b3: date of event was added as the information was not available prior to initial submission. B5: event was updated to include information that was not available prior to initial submission. Section d d4: expiration date and unique identifier (UDI)# added. D6a: implant date added as the information was not available prior to initial submission. D6b: explant date added as the information was not available prior to initial submission. Section h h6: code 4577 added to reflect swelling. H6: code 1930 added to reflect infection. Correction: section b b1: adverse event selected to reflect the serious injury reported as this omitted from the initial submission. B2: required intervention to prevent permanent impairment/damage selected to reflect the serious injury reported as this omitted from the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample(s)/ device inspection results: the implant was not returned in original package. The part was visually inspected and verified to be a hahn tapered implant 4.3 mm x 11.5mmusing the radiographic template. Complaint investigator measured the critical parameters against drw3025787 rev 3.0 from DHR and found no deviation. Some debris was observed from the implant. However, there was no defect or non-conformity observed. Root cause: the root cause for infection cannot be exclusively determined. Fail to osseointegrate, bone loss, premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the infection. The device was conformed to the specification and did not contribute to the complaint.